Event description:
It was reported by an attorney that the patient underwent a hysterectomy and surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent histerectomy due to pelvic organ prolapse and stress urinary incontinence.

Manufacturer narrative:
(B)(4).